Event description:
It was reported that a pump, in use in the hospital's ICU, did not deliver norepinephrine at a constant flow rate to a pt. The customer alleged that when the IV tubing set, specifically the portion of the set distal to the pump, was repositioned above the elevation of the pump, the pump was heard "changing speed" and the volume infused seemed to increase. The infusion set up allowed for the distal portion of the IV set to hang below the pt. When the user lifted the IV set above the pt without repositioning the pump, it was observed that the pt's blood pressure increased. At this time, the date of incident is unk.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question. The reported allegation of the pump "changing speed" as a product of raising the IV lines, could not be reproduced. The device was programmed to deliver at a rate of 4.7 ml/hr, the pump's speed up rate during the non-pumping phase produces noticeable tones at rates less than approximately 65 ml/hr. If the IV lines were raised during the speed up phase it may be interpreted as the rate increasing. A flow rate test was performed using the event infusion parameters found in the history log (for a period of one hour). The IV set was lowered with its lowest distal point = 22" below the collection site and found to deliver within specification. The IV set was then elevated with its highest distal point = 18" above the pump and found to deliver within specification. When the portion of the set distal to a pump is elevated to a position above the pt, an additional, and negligible, amount of fluid (approximately 0.02 ml) may also be delivered. The frequency of this occurrence is dependent upon the programmed rate, the height the IV set is raised and amount of times the IV set is raised and lowered. However, this does not prevent the sigma spectrum pump from operating within specification.